Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, functional undersensing, r-wave amplitude variation, and inadequate capture was noted on the right ventricular (rv) lead. The device was reprogrammed. Following the reprogramming, loss of capture was noted on the rv lead. Abbott technical support was contacted, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.